Event description:
It was reported that the tibial impactor was cracked.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was returned for analysis. The cracked allegation was not confirmed. However, visual examination of the returned sample revealed the device was broken in two pieces. The broken fragments were returned for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.